Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump alarmed a button error. The customer's blood glucose was 241 mg/dl at the time of incident. The insulin pump was returned for analysis.